Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a locking cap associated with an intervertebral fixation, l4 - l5, procedure. The surgeon tried to loosen the locking caps in order to place them again upon observing that the screw on the right side of the l4 was slightly displaced in a lateral direction. According to the instruction, he tried to remove the locking cap at l5, turning in a counter direction many times, and attempting to use drivers, striking them with a hammer (breaking both drivers); however, it never loosened. The other locking cap was successfully loosened at the l4. Reportedly, there was no problem while placing the locking caps initially, and it was confirmed that their cross threads and screw heads had no irregularity during the operation. This is report #5 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no part or lot number was provided.